Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID 4351-35, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 4351-35, serial/lot (B)(4), ubd: 16-oct-2015, (B)(4); product ID: 4351-35, serial/lot (B)(4), ubd: 16-oct-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient showed up to the emergency room on (B)(6) 2018 due to vomiting. They were told to follow-up with their healthcare provider (hcp). They saw their hcp on (B)(6) 2018, and an egd was done on (B)(6) 2018. The egd showed the lead or leads had eroded into the stomach. A complete removal was performed on (B)(6) 2018. It was unknown what may have led to this issue. The issue was resolved at the time of the report. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.